Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient experienced red heart alarms while connected to the power module. The patient went to the local hospital for further evaluation. A review of the system controller data log history revealed that on (B)(6) 2015 low flow, low speed, and driveline disconnected alarms were recorded. Further review of the data log history revealed that the pump stopped multiple times while connected to the power module. The patient was issued an ungrounded patient cable. On (B)(6) 2015 x-rays of the driveline did not reveal any indications of damage to the internal and external portion of the driveline. The x-rays did show an area of the driveline directly behind the pump end bend relief that showed a sharp bend. On (B)(6) 2015 no alarms were observed after the primary event while the patient was connected to battery power. Electrical continuity testing found all 6 wires were working normally. Investigation of the external driveline portion revealed that the white silicone tube felt a bit slippery near the connector bend relief; however there was no fluid or indications of electrical shorts observed. The patient was connected to a power module with a grounded patient cable and no pump stops occurred. No alarms were reproduced during manipulation of the external driveline while the patient was lying in bed or when the patient moved their thorax while in their normal bed positioning. The patient was asymptomatic throughout the events. No additional information was provided.

Manufacturer narrative:
Patient weight was not provided. Approximate age of device: 2 years and 2.5 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
On (B)(6) 2015, the patient was provided an ungrounded power module patient cable and was discharged home. The patient remains ongoing on the lvad with no further events reported. A driveline wire damage could not be confirmed because the pump remains in use supporting the patient. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6)-2015, the patient was provided an ungrounded power module patient cable and was discharged home. The patient remains ongoing on the lvad with no further events reported.